Event description:
Drive medical received notice from an enduser regarding an adverse incident regarding a transport chair that drive medical imports and distributes. Drive medical contacted the enduser to gather more information. Enduser's grandson folded the back part of the wheelchair down and in doing so lacerated through the tip of his sister's finger. Sister was admitted to the ER and a plastic surgeon was consulted at a later time. Parents ultimately decided not to go through with any surgery and is letting finger heal on its own. This report is based on information provided by the enduser.